Manufacturer narrative:
Results: shelf life exceeded:device used beyond ubd; failure to follow instructions: device used beyond ubd. Conclusion: no device failure:device used beyond ubd; user error contributed to event: device used beyond ubd. (B)(4).

Event description:
The physician implanted an integrity bare metal stent. Post implant it was noticed the stent was used beyond its expiration date. The patient is reported to be fine.